Event description:
Note: this report pertains to the two of three devices that were used in the same procedure. It was reported to boston scientific corporation on october 16, 2019 that three accutrac laser fibers were used during a holmium laser lithotripsy with ureteroscope procedure performed on (B)(6) 2019. According to the complainant, during the procedure, it was noted that the laser fiber had no indication light, the fiber body and connector became hot, and black spots were noted on the fiber face. A second and a third of the same device were used and the same issue occurred. Reportedly, there was no burn injury to the user. The procedure was completed with a fourth accutrac laser fiber. There was no serious injury nor adverse patient effects reported as a result of this event. There were no patient complications and the patient's was condition was stable.

Manufacturer narrative:
Initial reporter name and address: (B)(6). Problem code 1437 captures the reportable event of fiber body and connector overheats. Problem code 2976 captures the reportable event of fiber tip/face compromised. One accutrac laser fiber was returned in one piece. The fiber measured approximately 317.5 cm from the top of the connector to the tip. Exposed glass tip measured approximately 3.5 mm and the tip was degraded. Fibers are consumable and meant to degrade. Examination under magnification confirms the pattern on the tip was consistent with normal degradation. Functional analysis revealed that when the fiber was connected to the laser console, the "attach fiber" message disappeared indicating that the fiber was recognized by the console. The aiming beam exiting the tip was bright red and round. Review and analysis of all available information indicated that the root cause is adverse event related to procedure. A complaint with a cause of adverse event related to procedure indicates that the adverse event occurred during the procedure and the device had no influence on event. A DHR (device history record) review was performed and the device met all manufacturing specifications. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Manufacturer narrative:
(B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to the two of three devices that were used in the same procedure. It was reported to boston scientific corporation on october 16, 2019 that three accutrac laser fibers were used during a holmium laser lithotripsy with ureteroscope procedure performed on (B)(6) 2019. According to the complainant, during the procedure, it was noted that the laser fiber had no indication light, the fiber body and connector became hot, and black spots were noted on the fiber face. A second and a third of the same device were used and the same issue occurred. Reportedly, there was no burn injury to the user. The procedure was completed with a fourth accutrac laser fiber. There was no serious injury nor adverse patient effects reported as a result of this event. There were no patient complications and the patient's was condition was stable.